Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a patient underwent a hardware removal procedure due to prominence. Creating pain at the operative sites. Hardware was intact. There were no allegations regarding the implants. Hardware removal was completed successfully with no delays. The patient is doing fine postoperatively. This report is for one (1) 7.3mm cannulated screw 32mm thread/80mm. This is report 1 of 1 for complaint (B)(4).